Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box found warning of ¿no cartridge detected¿. The pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The investigation was unable to duplicate the reported load step issue. Force sensor calibration was found low out of specifications. The pump casing was opened and contamination was found on the force sensor assembly. The resistant reading was found high out of specifications. Unrelated to the reported load step issue, the pump powered up to a dim and discolored verify screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, pump is priming tubing during the load step and the patient did not receive a no cartridge detected warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.